Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have the main tube broken. A piece measuring proximately .082¿ x .135¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to the user. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .024¿ - .131" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed the user.

Event description:
It was reported during a da vinci-assisted pulmonary lobectomy surgical procedure, the connection between the forceps shaft and the metal part was protruding and damaged on the maryland bipolar forceps instrument. The site replaced the instrument to resolve the issue. The procedure was completed with no reported injury.